Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the ipg was replaced. Effective therapy was restored post procedure.